Event description:
Patient reported left side "recalled implant", "pain and lumps" and "MRI has confirmed a rupture and extensive silicone uptake in the left axillary nodes." The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture and extensive silicone uptake in the left in the axillary nodes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "recalled implant", "pain and lumps" and "MRI has confirmed a rupture". The device remains implanted.